Event description:
In the last few months this pt began to experience a scraping and unpleasant vibration with painful sensation in the interior aspect of the knee. Pt admitted on 6/27 for revision of right total knee with replacement of patellar prosthesis.